Event description:
It was reported that the customer had many scratches on the display window. No additional information provided.

Manufacturer narrative:
Findings: pump received with cracked display window corner, reservoir tube lip, belt clip slot, scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).